Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken two-piece connector was confirmed but the root cause could not be determined. One photograph and one video of a 4fr sl groshong nxt catheter were returned for evaluation. The photo is a screenshot of the video at the 4 second timestamp of the video. Inspection of the video found that the grey plastic piece at the distal end of the proximal two-piece connector appeared to be partially fractured. No other features of the break could be discerned and no other remarkable features were observed throughout the video or photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during groshong PICC catheter placement, the decompression sleeve broke when being connected. No further details available or provided.